Event description:
The customer reported the device failed the opcheck defib test. There was no patient involvement. One therapy pca was returned for failure analysis. The reported problem was verified and duplicated during lab tests due to low energy output. One processor pca was returned for failure analysis. During visual inspection, physical damage to the processor pca was found inside the box in transit. The pca could not be tested.

Event description:
The customer reported the device failed the opcheck defib test. There was no patient involvement. One therapy pca was returned for failure analysis. The reported problem was verified and duplicated during lab tests due to low energy output.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device failed the opcheck defib test. There was no patient involvement.